Manufacturer narrative:
(B)(4). Evaluation summary: battery status shows used battery capacity of 1557.2 mah. Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than the assumed maximum deliverable battery capacity of 1550 mah.

Event description:
It was reported that the clinician received an error message while interrogating the device with a programmer. The issue was determined to be an acceptable anomaly with no safety risk associated with the warning message. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinician received an error message while interrogating the device with a programmer. The caller was advised that the device function as normal and could follow up with the patient every three months. The programmer remains in use. No patient complications were reported as a result of this event.